Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was discarded. Unknown abutment screw. Device lot number unknown/not provided. An x-ray documenting the abutment screw fracture.

Event description:
It was reported that the lower part of the unknown abutment screw fractured inside the implant, tooth location #19. The dentist was not able to retrieve the part and needed to explant the implant. Patient was rescheduled for a new surgery.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the 3i t3 with dcd non-platform switched parallel walled implant. The top portion of the fractured screw was discarded. An x-ray was provided by the customer. The x-ray shows what appears to be the tip of the screw broken off, remaining in the implant. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.